Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Upon revision black staining of trunnion, mild debris filled fluid, indurated capsule and no bony ingrowth on the acetabular cup were noted. Update rec'd (B)(4) 2015- litigation papers received. Litigation alleges metal debris, metallosis, metal poisoning, pain, and elevated metal ion levels. The doi was provided. The stem and sleeve are being added due to elevated metal ion levels. The complaint was updated on: (B)(4) 2015.